Manufacturer narrative:
Synergy ous mr 2.50 x 12mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with mid stent struts lifted. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during product analysis.

Event description:
Reportable based on device analysis completed on 27-apr-2022. It was reported that crossing difficulties were encountered. A 2.50 x 12 synergy drug eluting stent was advanced for treatment. However, during introduction, the stent could not cross the lesion. The procedure was completed with an unspecified device. There were no patient complications reported. However, returned device analysis revealed stent damage.